Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check prior to a routine generator change out revealed there was high threshold on the left ventricular (lv) lead. No action was taken, as the threshold had been stable. At a follow up appointment, the threshold was again noted to be high but stable. No intervention was taken. The lead remains in use. No patient complications have been reported as a result of this event.